Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced infection. No further details were provided. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. None of the packages showed signs of leakage through the seals or the cavity itself there were no signs of leakage through the seals or the cavity itself. There was nothing to indicate that the sterile barrier was compromised in any manner. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.